Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31597983) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure targeting an aneurysm on the posterior communicating artery with no obvious tortuosity observed in the vessel, the 4.5mm x 22mm no distal tip enterprise vascular reconstruction device (enc452200 / 9392919) was impeded in the introducer and could not be introduced into the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 31597983). The physician removed the stent and the microcatheter from the patient and replaced both devices to complete the procedure. There was no report of any negative patient impact. On 06-nov-2025, additional information was received. The information confirmed that the procedure was targeting an aneurysm on the posterior communicating artery. Information on whether the stent was introduced into the microcatheter or was it impeded in the introducer during the initial insertion to the microcatheter could not be obtained. There had been no resistance during the advancement of the stent. An adequate continuous flush was maintained through the microcatheter. When the stent was removed, it was no longer still on the delivery wire. There was no damage noted on the stent / stent delivery system when the device was removed. There was no damage on the microcatheter. The replacement stent was another 4.5mm x 22mm no distal tip enterprise vascular reconstruction device (enc452200) and the replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). The information confirmed there was no negative impact on the patient and there was no clinically significant delay in the procedure due to the reported issue.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. No appearance of damages was observed. The microcatheter was flushed using a lab sample syringe. After flushing, the concomitant 4.5mm x 22mm no distal tip enterprise vascular reconstruction device was introduced into the microcatheter. It was able to be advanced through the entire length of the microcatheter without noticeable resistance. The inner diameter (ID) and outer diameter (od) of the microcatheter were confirmed to be within specifications. The enterprise system was able to pass through the entire length of the microcatheter without significant resistance. The reported issue in the complaint cannot be confirmed with the evidence available. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. Additionally, no damages were found on the microcatheter that could have contributed to the issue reported during the procedure. A review of manufacturing documentation associated with this lot (31597983) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. The instruction for use (IFU) contains the following caution: - if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 26-nov-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.